Event description:
It was reported that a system error (se) 2240 (air in set) alarm and a system error 2367 (fail safe shutdown) occurred during the initial drain on the home choice (hc). The home patient (hp) was connected at the time of the event. There was nothing found during troubleshooting that would cause or contribute to the alarm. The tsr assisted the hp to cycle the hc machine to clear the alarms. The alarms were cleared. The tsr advised the hp to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. The cause is undetermined. Should additional relevant information become available, a follow-up will be submitted.